Event description:
Related manufacturer reference number: 1627487-2019-07201. It was reported that the patient's t12 and l1 lead were explanted and replaced on (B)(6) 2019. The t12 lead was replaced due to high impedances, and the l1 lead was fractured. The ipg was also replaced by physician choice. Patient has therapy post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on the l1 lead. Imaging was taken, and the physician suspects a kink in the lead. As a result, surgical intervention may take place to address the issue.